Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer's spouse reported via phone call that customer received excessive no delivery alarms and a motor error alarm. Caller was not sure of customer's blood glucose reading but states that it was high. Caller reported that no delivery was resolved with a complete set change. Troubleshooting could not be performed for motor error alarm due to customer not being available with insulin pump. Caller states that customer would call back.